Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu) to resolve the issue. System was tested and verified ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during da vinci-assisted gastric bypass surgical procedure, site contacted intuitive technical support engineer (tse) to report the generator shut off during the procedure. The site tried multiple outlets and confirmed that a correct power cord was used and tried another outlet. The generator had no power and tse advised site to use a force triad generator or another vision side cart (vsc) at the same software level. Site was going to complete the procedure without the generator and was completed with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure was confirmed and reproduced on erbe connected to system. Error logs showed no event confirming the failure occurred in the field. The unit had no significant scratches or dents. The front bezel was in decent condition. The erbe unit fuses were replaced with new 8a fuses. The erbe still would not power on. The complaint was confirmed based on the field evaluation. The probable root cause of the reported issue can be attributed to an electrical/fiber optic defect of a generator component/module. This issue can be resolve by using a backup generator.

Event description:
Refer to h11 for follow-up information.